Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable results for multiple patients from coaguchek xs serial number (B)(4). Of the data provided, only the results for one of the patients were discrepant. At 10:12 am, the result was 6.2 inr. At 10:14 am, the result was 4.5 inr. At 10:16 am, the result was 4.1 inr. At 10:26 am, the result was 3.8 inr. A new finger was used for each test. There was no allegation of an adverse event. The patient was stable and well. The therapeutic range was 2.0-3.0 inr. The patient had no hematocrit issues, no overlapping heparin therapy, no antiphospholipid antibodies, and no direct thrombin inhibitors. There were no new medications, no changes in diet, and no illnesses or abnormal bruising/bleeding. The patient's warfarin dose had been slightly decreased since the previous test. The suspect meter and strips were requested to be returned for investigation. Replacement product was sent. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.7 inr; donor 2 inr: 2.4 inr ; donor 1 hct: 54% ; donor 2 hct: 50%. Testing results: donor 1: retention meter with masterlot strips: 2.7 inr; customer meter with customer strips: 2.7 inr ; donor 2: retention meter with masterlot strips: 2.4 inr; customer meter with customer strips: 2.5 inr. All results were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. Relevant retention test strips (lot 286319) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. No information was provided that would point to a cause for the result discrepancy.